Event description:
Customer reported the insulin pump alarmed no delivery. Customer declined troubleshooting. Customer stated the infusion set would not lay flat on her skin. Customer changed entire set and the device has been working fine since the device alarmed. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.